Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days with novolog insulin, tandem technical support educated the customer this is considered off label use. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. A systems check was performed with tandem technical support and no issues were identified.